Manufacturer narrative:
H11: manufacturing review: the device history records have been reviewed and this lot met all release criteria. Investigation summary: one vaccess pta catheter returned for evaluation. Upon visual inspection, the device was received loaded within an unknown sheath. The balloon was bloody and received uninflated. No anomalies noted to the y-body. During functional testing, the sheath was retracted proximal of the balloon catheter and blood clot, and residue were noted on the catheter. Then an attempt was made to pull the pta device proximally from the sheath but was not possible due to the prolapse at the distal end. Using an in-house presto inflation device the balloon was inflated to np. Balloon was deflated and took a flat shape. A second attempt was made to pull the pta catheter proximally, but this time would not pass the distal end of the balloon where the previous prolapse was present. The returned sheath could not be removed, and further functional testing was not performed. Therefore, the investigation is confirmed for the reported sheath removal issue as prolapsing was also noted to the balloon, which would have been caused removal difficulties and attempts to remove the sheath was unsuccessful. A definitive root cause for the reported sheath removal difficulty could not be determined based upon the provided information. Labeling review: as the reported event did not allege a labeling or use related issue, a labeling review is not required. D2b (dqy; lit), d4 (unique identifier (UDI) #), g3, h6 (method, result, conclusion). Section a through f ¿ the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
On (B)(6) 2025, a patient underwent an angioplasty procedure using the vaccess pta balloon. During the procedure, the balloon allegedly got stuck in sheath. It was further reported that the balloon could not be removed. There was no reported patient injury.

Manufacturer narrative:
H11: as the lot number for the device was provided, a review of the device history records is currently being performed. The return of the sample is pending. The investigation of the reported event is currently underway. Section a through f ¿ the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
On (B)(6) 2025, a patient underwent an angioplasty procedure using the vaccess pta balloon. During the procedure, the balloon allegedly got stuck in sheath. It was further reported that the balloon could not be removed. There was no reported patient injury.